Event description:
It was reported that the patient underwent a "routine sacroiliac joint fixation surgery" using rhbmp-2/acs. Post-op, the patient developed swelling and pain at the surgical site that grew progressively worse, followed by uncontrolled exuberant bone growth. The patient's last MRI shows that the patient has "a lesion and geoide on my left si area and a mass they cannot identify and heterotopic bone growth and spurs."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.